Manufacturer narrative:
The device was prepped properly according to the instructions for use (IFU). There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The practitioner didn¿t have anything touching or resting on the deployment lever during positioning. The plug deployment button was fully depressed. The device and sheath were removed as a single unit and hemostasis was achieved. Films are not available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The following day after successful use of a 6 fr. Exoseal device for vascular closure, it was reported that the superficial femoral artery (sfa) was noted to be occluded. The patient was treated surgically by removing the plug from the sfa and blood flow was restored. The procedure was a percutaneous transluminal angioplasty (pta) of the right iliac artery. Retrograde approach was made from the right common femoral artery using a non-cordis sheath. After the pta, the exoseal was prepped according to the instructions for use (IFU). The exoseal was inserted into the sheath introducer. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. Pulsatile bleed-back signal from the bleed back indicator was confirmed. The exoseal and sheath were retracted together until pulsatile flow significantly slowed or stopped and the indicator window changed to solid black. The reporter indicated that the indicator window did not show any red color during retraction and that the exoseal vcd was securely locked with the vascular sheath introducer. The plug deployment button was fully depressed. The device and sheath were removed as a single unit and hemostasis was achieved. The physician was certified for use of the device with the number of cases performed unknown. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The next day, the patient¿s arterial brachial index (abi) was measured to be low. The exact amount of time post-procedure was not known. The patient was not symptomatic. Angiography was performed and the superficial femoral artery (sfa) was noted to be occluded. The patient was treated surgically by removing the plug from the sfa and blood flow was restored. The patient was reported to be making satisfactory progress. Procedural films were requested but were not available. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Peripheral artery occlusion is listed in the IFU as a serious potential risk associated with femoral artery closure procedures. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. Without the return of the device for analysis, no determination of possible contributing factors could be made. Without procedural films for review, it is not possible to determine what clinical factors may have contributed to the reported arterial occlusion the next day post plug deployment. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required.

Event description:
The report received from the affiliate indicated that a 6 fr. Exoseal vascular closure device (vcd) was used to achieve hemostasis. The plug was successfully deployed and hemostasis was achieved after applying light pressure for five minutes. The next day, the patient¿s arterial brachial index (abi) was measured to be low. The exact amount of time post-procedure was not known. The patient was not symptomatic. Angiography was performed and the superficial femoral artery (sfa) was noted to be occluded. The patient was treated surgically and the plug was removed from the sfa. Blood flow was recovered. The patient was making satisfactory progress. The procedure was a percutaneous transluminal angioplasty (pta) of the right iliac artery. The approach for the procedure was made from the right common femoral artery using a non-cordis sheath. The approach was retrograde. A non-cordis sheath was used. After the pta, the exoseal was inserted into the sheath introducer and connected with it. Adequate bleed-back signal from the bleed back indicator was confirmed, and the exoseal with the sheath was retracted. Then the physician pressed the plug deployment button, and the plug was deployed. The vcd showed no visible signs of damage. The physician was certified for use of the device with the number of cases performed unknown. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter.